Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased and a pericardial effusion was discovered. The case was aborted, and the patient was not under general anesthesia. Pericardiocentesis was subsequently performed. The patient was transferred to the intensive care unit (ICU) for observation and the patients hospital stay was extended three days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 7 applications were performed with balloon catheter, 2af283 with lot number 67343, without any issue on the date of the event. Clinical issues (pericardial effusion and hypotension) occurred during the procedure. The sheath was not returned for investigation. There is no indication of relation of adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.